Event description:
A pt with a pacemaker fainted and was hospitalized, discharged and about 3 days later had another fainting spell and was hospitalized for about 2 weeks. Do not know what is wrong with the pacemaker.